Manufacturer narrative:
The samples were re-centrifuged prior to the repeat testing. The customer implemented a rerun protocol for every positive troponin result to ensure reproducibility of results before reporting outside the laboratory.the customer did not provide qc or system check data but indicated two failed calibrations on (B)(4) 2011.the customer also noted qc imprecision with other assays (afp, hcg, tsh, b12).service was dispatched on (B)(4) 2011. The field service engineer (fse) cleaned wash carousel, ran high sensitivity system check and qc, and verified system performance per the published specifications. No clear root cause has been determined for this event.

Event description:
A customer contacted beckman coulter, inc.(bci) in regards to non-reproducible false positive troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for five patients. The erroneous results were not reported out of the laboratory. Repeat testing produced results within the normal reference range. The customer indicated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the erroneous results.